Manufacturer narrative:
Information was received via published literature: (B)(4). Please reference the journal article at the following location: http://www.ncbi.nlm.nih.gov/pubmed/16720765. No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection.

Event description:
It is reported that in the patellar resurfaced group, there were three superficial infections, which resolved without surgical intervention.